Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: no battery cap was returned with the pump so all investigation was performed with a test cap. The pump's black box showed no alarms related to the complaint. There was no evidence of excessive pump temperature duplicated during investigation. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no observable damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.